Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat grade 1 spondylolisthesis with fixation at l3-s1. It was reported that the surgeon completed planning on (B)(6) 2018 with particular attention to axial angles and skive potentials. The clamp mount was chosen for the procedure based on clinical indication and the surgeon's preference. Automatic segmentation was achieved on the first attempt with the complex algorithm with great values at all levels but red screws on all left trajectories. The manufacturer representative made a one click lateral adjustment to each left screw trajectory and surgery began. All trajectories were sent and k-wires were placed and confirmed with images. The surgeon felt the right l4 k-wire placement looked great and so placed a screw over the wire but then said it didn't feel right. The surgeon continued on to the next screw, planning to return to the right l4 after other screws were placed. After taking more images, it was determined that the right l4 screw was outside of the pedicle. The surgeon went back, removed the screw, and freehanded a new screw. No patient harm was reported and surgery was delayed less than an hour.